Event description:
It was reported that during use, the clamp melted down at the connection to the electric cable. There was no patient impact.

Manufacturer narrative:
(B)(4). The device was examined and found that the cord and connector had evidence of melting. Visual observation had determined it was not properly dried. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.